Event description:
(B)(6) 2015: customer reported that daughter had an allergic reaction/burn to the adhesive on the "band aid". Picture from consumer shows red area where the adhesive bandage was in contact with the skin. The mother stated that this initially happened in (B)(6) of 2014 and it took about 1 month for the wound to heal. Customer noted placing adhesive bandages on both legs because the daughter wanted bandages on both legs. The leg that did not have a wound (right shin area) did not exhibit any reactions to the adhesive as the area with the wound (left knee).

Manufacturer narrative:
Customer reported placing adhesive bandages in both legs because the daughter wanted bandages on both legs. The leg that did not have a wound (right shin area) did not exhibit any reactions to the adhesive as the area with the wound (left knee). A review of product sent to this retailer from the same product did not reveal similar complaints.